Event description:
Healthcare professional reported inconsistent patient results with the hemochron signature elite and act low range system. A (B)(6) male was receiving heparin anticoagulation via a continuous infusion plus IV bolus doses during a cardiac ablation procedure for atrial fibrillation. Three hemochron signature elite instruments were run side by side with one reagent cuvette lot of act-lr in a correlation study. The target act was greater than 300 seconds. During the procedure, act readings wore discrepant on a few occasions between the three instruments; however two values differed by more than what would be expected. Electronic and liquid quality controls passed successfully on all three instruments. The procedure was completed successfully and no patient injury or adverse events were reported.

Manufacturer narrative:
(B)(4). The serial numbers of the hemochron signature elite instruments used during this procedure were (B)(4).

Manufacturer narrative:
MDR follow up #1 references itc complaint number (B)(4) and provides the results from testing reserved samples of the same reagent lot by lsr 2015-css-032. Results: precision outside of prespecified acceptance criteria at assay upper range confirms the complaint of inconsistent patient results.